Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that the catheter separated from the connector was confirmed, but the exact cause could not be determined from the two photographs that were provided for investigation. One photo showed the groshong catheter on a purple drape. The catheter exhibited evidence of use. What appeared to be blood residue was observed in the catheter. A snare was shown in the photo. The catheter tubing was not connected to the connector. The characteristics at the proximal end of the catheter could not be discerned from the photograph. The second photo showed a groshong connector with blue oversleeve. The connector was assembled, and an injection cap was attached to the connector. No portion of the catheter tubing extended from the oversleeve. While the exact cause could not be determined from the photos, potential contributing factors include tensile (pulling) damage and assembly technique. H3 other text : device evaluaton findings are in the manufacturer's narrative.

Event description:
It was reported that as the strain relief leaked fluids, the catheter was maintained. During the infusion conducted three days after maintenance, it was found that the catheter fell into the patient¿s body.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that as the strain relief leaked fluids, the catheter was maintained. During the infusion conducted three days after maintenance, it was found that the catheter fell into the patient¿s body.